Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, there were observations of an abrupt high out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3000 ohms. Additionally, there was noise that was being oversensed resulting in appropriate atrial tachy response (atr) episodes and there were stored signal artifact monitoring (sam) episodes. It was noted there was loss of capture at 5v@2ms. The patient did experience shortness of breath. The device was reprogrammed to vvi 50 from ddd 70 with no atrial capture. The plan is to perform a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 115mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of failure to capture, high out of range pacing impedance, oversensing and noise were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, there were observations of an abrupt high out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3000 ohms. Additionally, there was noise that was being oversensed resulting in appropriate atrial tachy response (atr) episodes and there were stored signal artifact monitoring (sam) episodes. It was noted there was loss of capture at 5v@2ms. The patient did experience shortness of breath. The device was reprogrammed to vvi 50 from ddd 70 with no atrial capture. The plan is to perform a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that during this right atrial (ra) lead extraction procedure the lead broke in half and was left abandoned. A new ra was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, there were observations of an abrupt high out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3000 ohms. Additionally, there was noise that was being oversensed resulting in appropriate atrial tachy response (atr) episodes and there were stored signal artifact monitoring (sam) episodes. It was noted there was loss of capture at 5v@2ms. The patient did experience shortness of breath. The device was reprogrammed to vvi 50 from ddd 70 with no atrial capture. The plan is to perform a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that during this right atrial (ra) lead extraction procedure the lead broke in half and was left abandoned. A new ra was implanted successfully. No additional adverse patient effects were reported.